Event description:
The hcp reported that in 2006, the patient began to experience difficulty breathing, heart racing and arms aching and was seen in the emergency room; diagnosis anxiety. The patient was seen in clinic four days later for muscle spasms, upper and lower extremities; difficulty transferring. A 75 mcg bolus was given without effect. The hcp was unable to access the side port in the clinic. The patient was taken to fluoroscopy for a rotor study. The rotor study was "ok"; serosanguinous or fatty material was aspirated from the side port, although the hcp was uncertain if the needle was in the side port, (appeared to be on xray). Further films revealed there was a catheter disconnection at the spine. Oral baclofen was prescribed up to 20 mg four times a day. The next day, the patient was still "tight"; valium 2 mg, as needed, every 3-6 hours between baclofen doses was prescribed. Three days later, the patient was admitted to the hospital with spasms, increased tone, pain and difficulty breathing. The patient was taken to surgery the next day for a catheter revision. At the time of surgery, it was noted that the pump was infected and was removed. Six days later, the patient remained hospitalized, on a ventilator and was being administered valium, morphine, versed, ativan and fentanyl. Increased spasms were noted when attempting to wean medications. The pump was replaced four days later, and the patient was able to be weaned off the ventilator the following week. Patient was seen in clinic seven days later and was reported to be "doing well". The dose of baclofen at that time was 600 mcg/day. Same as manufacturer's report #: 6000030200700292.